Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. The customer also reported using lyumjev brand insulin and uses that insulin cold which is considered off label use.